Manufacturer narrative:
Sc-1216 sn: (B)(6). The returned ipg was analyzed, and a review of the patients data indicated that the battery depletion rate was within the expected range. It passed the functional test and the ble test, the device exhibits normal device characteristics. Analysis of device data logs revealed no evidence of any anomalies related to premature battery depletion. With all the available information, boston scientific concludes that the reported charging difficulty of the ipg was confirmed. A review of the charging log showed a low charge current (indicative of sub-optimal charging), resulting in a low battery voltage, and the thermistor being triggered, which are known factors that may contribute to charging difficulty and inadequate stimulation. However, a labeling review found that the user is instructed to make sure the charger is well ventilated and centered over the stimulator.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg out of hibernation and communication fail would continue to show in the remote control (rc). Troubleshooting was done but was unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg out of hibernation and communication fail would continue to show in the remote control (rc). Troubleshooting was done but was unsuccessful. The patient underwent an ipg replacement procedure and was doing well postoperatively.